Manufacturer narrative:
Insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery/occlusion alarm noted. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 600mg/dl and the customer treated with insulin. Troubleshooting assisted customer with programming the pump. Customer indicated that their blood glucose was high due to being off of the pump for 24 hours. Further troubleshooting was declined by customer as they knew the reason for the high blood glucose was due to not having the pump on for 24 hours. No further assistance necessary.